Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, it was reported that multiple cartridges did not fit onto the pump . There was no adverse impact to the customers blood glucose level. Customer reverted to manual injections for insulin therapy